Event description:
User had a patient sample with a tsh result of 10 uiu per ml. The sample was sent to another lab and they found the result to be 2 uiu per ml. The user stated the second result was more believable for this patient. No information was provided to determine if the erroneous result was reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.